Manufacturer narrative:
Results: one unused and sealed sample from the same catalog and lot numbers was returned for evaluation. A microscopic evaluation revealed no abnormalities with the device. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 9237186. Conclusion: an absolute root cause for this incident cannot be determined as there were no irregularities detected with returned sample nor found in the review of the device history record.

Manufacturer narrative:
A sample has been received for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while injecting himself with a bd micro-fine insulin pen needle, the needle broke off. The consumer could not find the broken needle. He subsequently received a CT scan but the broken needle was not visualized.